Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced trouble connecting with the ipg. The patient had hip replacement surgery on (B)(6) 2019 and has not been able to connect to their ipg since then. The system was turned off prior to surgery, but the ipg was not placed into surgery mode prior to surgery.

Manufacturer narrative:
Results code has been updated.